Event description:
It was reported that a balloon rupture occurred. The 100% stenosed target lesion was located in the severely calcified and moderately tortuous left anterior descending artery. A 10mm x 3.50mm wolverine coronary cutting balloon monorail was used to dilate the lesion and on the second inflation at 12 atmospheres for 20 seconds, the balloon ruptured. The procedure was completed with a non bsc device and size successfully. No patient complications were reported in relation to this event.